Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that representative was able to increase to increase past .1v with error code 59. The representative was using basic evaluation cable without ground pad. A ground pad was request and to try each lead. The rep noted the nurse inserting the peripheral nerve or sacra evaluation (pne) lead into cable did break off the pin and they tried to insert anyway. The representative would attempt to see if the remaining side was electrically connected. They tried ground pad with the one lead that wasn't broken. Additional information received on 2016-03-08 indicated that the patient had her test lead cut with the hemostat used by the surgical tech. They had to add the grounding pad and reinsert right test lead in pacu. The patient tested very well and was blown away by results and was moving to implant on (B)(6) 2016. If additional information is received a follow-up report will be submitted. There was no symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.